Event description:
It was reported the patient¿s implantable neurostimulator (ins) had reportedly overdischarged in 2014 (B)(6) and was ¿jump started¿ by the patient¿s manufacturer representative (rep). The patient reported, the ins had not overdischarged due to him not charging it, as the ins ¿battery dissipated in less than two weeks which was abnormal for him as the earliest he normally ever had to recharge it was every three weeks.¿ the patient had indicated three weeks earlier that he ¿only had to recharge every two weeks¿ and that ¿his ins went dead sooner than that time.¿ the patient reported ¿he didn¿t necessarily have overstimulation but he did feel stimulation in the wrong area and the intensity was different even though the settings had not changed.¿ this issue reportedly began ¿right after the rep jump started the battery in 2014 (B)(6).¿ the patient was redirected to his healthcare provider (hcp). A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(6).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their manufacturing representative. It was also noted that the patient still had concerns with their device or therapy but had not sought further help. The patient experienced a dead battery condition. The manufacturing representative restarted the device.